Manufacturer narrative:
(B)(4). Evaluation summary: the condition for a colleague infusion pump with a channel b failure was not confirmed and not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. A device history review was performed, finding that no exceptions were noted during the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required. This involved a colleague infusion pump with a user interface module master software version 6.13.92.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a channel b failure; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no reported patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.